Event description:
A malfunction was reported on the pump, but no notable events occurred before the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer took steps to address the malfunction by loading a new cartridge, changing the infusion set, and following instructions from technical support to reset the pump, although a full reset was not completed at that time. Instructions were given on resuming the glucose monitoring session, and the customer was advised to call back if the issue continued or the malfunction reoccurred.